Event description:
It was reported that the patient fell from a bicycle and landed on the implantable neurostimulator (ins) site in the left buttocks. The device was performing well afterwards, but after a period of time, stimulation sensation was lost. Reprogramming was done by the physician, e.g. New poles programmed etc. The patient said that she felt no stimulation at all, no matter which programs were activated. The ins was replaced. The patient felt good stimulation with the new device in the same location as with the previous device.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis results were not available as of the date of this report. "A supplemental report will be submitted when analysis is complete."

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model#: 37714, serial#: (B)(4)) found no anomaly; good stable output was measured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.